Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to a ventilator inoperative condition was observed which indicated the occurrence of the error was caused by a malfunction in a main board. The device's main board will need to be replaced to address the issue. The device was not repaired it was returned to the sales office as it was and would be discarded afterwards.